Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a sacrospinous ligament fixation procedure using a capio slim device, the dart came off the end of the suture when it was being attempted to deploy. It would not capture in the cage and the bullet was subsequently left behind in the patient as it became lodged in the ligament. Another suture was used to successfully complete the procedure. The needle remains in the patient. No further patient complications were reported.